Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure, the stent of the 29mm sapien 3 ultra resilia valve punctured through the wall of the sheath. The 16fr esheath+ was inserted into the right femoral artery (rfa) without difficulty. Upon insertion of the 29mm delivery system, excessive push forces were noted and it appears the valve stent punctured through the wall of the sheath at the level of the skin (not in the vessel). The sheath & delivery system were removed as one unit, a new 16fr esheath+ was prepped and inserted into the rfa without difficulty. The new delivery system was prepared & delivered without difficulty; the 29mm valve deployed and the delivery system was removed without issues. No vascular complication noted; patient hemodynamically stable. The device was received for evaluation, and pre-decontamination, a 2.5 inch-long tear was observed on the sheath, starting from distal strain relief, and 4.5 inches long liner stretching was noted half an inch from distal strain relief, indicating the sheath did not properly expand.

Manufacturer narrative:
A supplemental MDR is being submitted, due to pre-decontamination observations, following the receipt of the device.

Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Corrected details of the product evaluation below. The returned product evaluation confirmed presence of liner puncture, which was accompanied by liner stretching within the punctured liner region. This failure mode may be related to improper expansion of the esheath during delivery system advancement. Variation in the seam forming process may contribute to the liner not expanding. This failure mode occurs when the hdpe outer layer adheres to the etched ptfe liner, resulting in the seam to stretch. As the distal portion of the liner expanded as designed during functional testing, the device meets specifications. When the liner undergoes stretching in lieu of expansion, as designed, it can contribute to increased resistance during system advancement and/or cause the liner to become punctured if high push forces are used to overcome the associated resistance. As such, the sequence of events and contributing factors were unable to be determined and a definitive root cause is unable to be identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure, the stent of the 29mm sapien 3 ultra resilia valve punctured through the wall of the sheath. The 16fr esheath+ was inserted into the right femoral artery (rfa) without difficulty. Upon insertion of the 29mm delivery system, excessive push forces were noted and it appears the valve stent punctured through the wall of the sheath at the level of the skin (not in the vessel). The sheath and delivery system were removed as one unit, a new 16fr esheath+ was prepped and inserted into the rfa without difficulty. The new delivery system was prepared and delivered without difficulty; the 29mm valve deployed and the delivery system was removed without issues. No vascular complications were noted and the patient remained hemodynamically stable.

Manufacturer narrative:
Updated b.4, g.3, g.6, h.2, and h.3. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. The sheath was returned for evaluation. During visual evaluation of the device a liner tear is 2.5 inches long starting from distal strain relief, and strain relief tear at distal end is about 1/8 inches in length. Liner stretching 0.5 inches from distal strain relief and 4.5 inches length. One valve strut was noted to be protruding from tear. The distal tip unopened and remainder of liner unexpanded. The strain relief was removed and additional stretching 2.75 inches from the comnut was observed and is approximately 1 inch in length. A liner tear was observed 1.5'' from the comnut 4.5'' in length. Functional testing was performed and the delivery system was advanced through the sheath shaft, resulting in the tip opening, as designed, and the tear increased to 6 inches in length, distal to the strain relief. The remainder of the 4.5 inches of the unexpanded liner expanded as designed. The liner thickness was measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. All measurements were found to be within the specification. Imagery was received of the patient's anatomy. The initial report stated ''low'' levels of both tortuosity and calcification in the access vessel. The vessels appear of sufficient size for use of the 16f sheath. During manufacturing of the esheath plus introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No IFU/training deficiencies were identified. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Additionally, as no confirmed product or labeling/IFU/training material non-conformances was identified a product risk assessment is not required. The inability to advance the valve and delivery system through the sheath, liner puncture, and the sheath not expanding were confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''during a transfemoral aortic valve replacement procedure, the stent of the 29mm sapien 3 ultra resilia valve punctured through the wall of the sheath. The 16fr esheath+ was inserted into the right femoral artery (rfa) without difficulty. Upon insertion of the 29mm delivery system, excessive push forces were noted and it appears the valve stent punctured through the wall of the sheath at the level of the skin (not in the vessel). The sheath & delivery system were removed as one unit, a new 16fr esheath+ was prepped and inserted into the rfa without difficulty. The new delivery system was prepared & delivered without difficulty; the 29mm valve deployed and the delivery system was removed without issues. No vascular complication noted; patient hemodynamically stable. The device was received for evaluation, and during pre-decontamination, a 2.5 inch-long tear was observed on the sheath, starting from distal strain relief, and 4.5 inches long liner stretching was noted half an inch from distal strain relief, indicating the sheath did not properly expand. '' as reported, ''excessive push forces were noted''. The training manual states, ''in expectation of high friction, use short movements and push delivery system closer to sheath hub''. User technique may influence procedure outcomes (sheath expansion/damage). Returned product evaluation confirmed presence of liner puncture, which was accompanied by liner stretching within the punctured liner region. This failure mode (sheath not expanded with liner tear/puncture) may be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process during manufacturing. A product risk assessment was previously initiated to document investigation and assess associated risks for the issue. The pra states that liner tears can occur when the hdpe outer layer adheres to the etched ptfe liner, preventing the seam from opening. When the liner undergoes stretching in lieu of expansion, as designed, it can contribute to increased resistance during system advancement and/or cause the liner to become punctured if high push forces are used to overcome the associated resistance. Available information suggests that factors related to the manufacturing process (improper sheath liner expansion) may have contributed to the reported resistance, sheath does not expand, and liner puncture while procedural factors (high push forces) may have additionally contributed to the liner puncture. However, as user technique can also influence outcomes, a definitive root cause is unable to be determined at this time.